Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d10, e1(event site telephone).

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had auto purge problem and users were unable to trigger the counterpulsation balloon. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) had auto-purge problem. User unable to trigger the counter-pulsation balloon. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a